Manufacturer narrative:
A2. Age at time of event: over 18 years old. Device evaluated by manufacturer: the complaint device was received for product analysis. No kinks or damages with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. Microscopic examination of the balloon noted a no tears in the balloon material. After an attempt was made to inflate the balloon, a pinhole leak was noted over the above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues were noted with the returned guide catheter. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 14nov2025. It was reported that the device was unable to cross the lesion and difficulty to advance occurred. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon failed to cross in the calcified lesion and a strong resistance occurred when device passed beyond the hub of the guide catheter. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post procedure. However, device analysis revealed a pinhole leak was noted over the above the proximal markerband.